Event description:
It was reported that during a procedure, when removing driver from the screw, the tip fractured. The fractured tip was retained in the head of the screw which remains implanted in the patient. The retained tip did not interfere with the placing of the rod or the locking cap.

Manufacturer narrative:
Results, conclusions: evaluation in process, upon completion a follow-up report will be submitted.